Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose and ketoacidosis twice in the past two weeks. The blood glucose has been running in the 200s and her bg range is 100-140mg/dl. The customer mentioned being in a long meeting and started feeling sick after she had attempted to give herself correctional boluses. Her blood glucose was 420 and took 3.0 units of insulin manually; the glucose level dropped to 284 in an hour. The caller stated that the cannula was not bent and the device was not consistent with the insulin delivery. Troubleshooting was performed, and the drive support cap was loose. The high pressure was performed and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The drive support disk was inspected and no anomaly was noted.